Event description:
Procedure type: cholecystectomy. According to the reporter: approx three hours post op, the patient's blood pressure dropped and she became extremely pale. She was taken to main theatres and had a formal laparotomy where it was discovered that the clips had dislodged. The clips were still in place but bleeding was taking place past them. The patient was brought back to theatre she needed a formal laparotomy. The clip did not fall off into the patient's cavity.

Manufacturer narrative:
(B)(4).